Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory device support; and is typically not associated with a product quality deficiency. Based on the information received with the complaint, the inability to cross appears to be related to the chronic total occlusion (cto) anatomy. Reportedly, during advancement of the guide wire into the cto, the guide wire coiled which could not be resolved by torquing the guide wire in the opposite direction. It should be noted in the progress guide wire instructions for use warnings section: do not: 1) push, auger, withdraw, or torque a guide wire that meets resistance. 2) torque a guide wire if the tip becomes entrapped within the vasculature. 3) allow the guide wire tip to remain in a prolapsed condition. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Use the most suitable guide wire for the lesion being treated. In this case, allowing the guide wire in a prolapsed condition could have contributed to the reported guide wire separation. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. In this case, it is possible that the tip being prolapsed in the cto during advancement could have contributed to the reported guide wire separation. The lot history record review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. There is no indication of a product quality deficiency. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that during a procedure to treat a 10-cm-long, chronic total occlusion in the right coronary artery, an unknown guide wire was able to be passed across the proximal part of the lesion. The distal part of the lesion was unable to be passed with several guide wires. An attempt was made with the progress 140t guide wire to cross the lesion. While pushing forward, the guide wire coiled and the physician tried to remove the guide wire from the patient; however, the distal segment, approximately 2 cm from the tip, separated and remained in the chronic total occlusion. The proximal part was discarded. Other non-abbott guide wires were also unable to cross the distal segment of the lesion. At this point the procedure was stopped and there were no patient effects. There was not a clinically significant delay. Updated information: the distal segment of the guide wire remains in the subintimal space of the right coronary artery. There were no adverse patient effects including no enzymatic reactions and no vessel perforation. The guide wire was torqued during advancement into the chronic total occlusion and developed a 360 degrees loop which couldn't be resolved by torquing the wire in the opposite direction. When the physician tried to retract the guide wire into the microcatheter, which was positioned approximately 3 cm into the chronic total occlusion, the distal part of wire separated. No additional information was provided.